Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level mentioned since no specific bg values were provided. A replacement pump was sent.